Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2024. Explant date: (B)(6) 2024 additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 5113839/5158497. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 24529833.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.